Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for several months, the right ventricular (rv) lead exhibited a gradual rise to high rv pacing impedance and a high impedance alert triggered. It was noted the rv lead was reprogrammed rv tip to coil and it was then observed that the cardiac resynchronization therapy defibrillator (crt-d) incorrectly sensed the ventricular activity as ventricular fibrillation (vf). The patient alert for high pacing impedance was programmed off and the physician chose to leave the rv lead in use, as the patient was doing well. No patient complications have been reported as a result of this event.